Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead was undersensing during arrythmias. The lead remains in use. No patient complications have been reported as a result of this event.